Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device.

Event description:
The micro sagittal saw was sent in for service; it ran without user activation and while in safe mode during the performance testing. No adverse event was associated with the device.